Manufacturer narrative:
Product analysis found bulkhead failure. Medical safety review done and assessment indicated that the event and its severity are known and labeled per rmr111-5 rev. 34 and per the instructions for use, m976332a001 a, which stated: "always inspect the components before and after use for any damage or malfunction. If damage or malfunction is observed, do not use damaged part until it is repaired or replaced. Use of damaged or malfunctioning parts can increase risk of injury." "Test for wobble at desired speed prior to use. Discontinue use of accessory if tip begins to wobble and replace accessory to prevent unintended tissue removal from patient." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by health care professional that during s2ai, si bone granite screw placement patient was having a revision posterolateral spine fusion w extension to the pelvis. All hardware was placed except the s2ai granite screws from si bone. During preparation of the track for the granite screws the powerease handle with si bone adaptors and nav 6.5 ballast tap the handle/motor began to be intermittent. Surgeon would pull trigger and tap would not go. Then shifting from reverse to forward the trigger motor started to go again. At some point the tap deviated ventrally. When the tap deviated and was removed there was significant bleeding which was initially controlled with direct pressure. Then a rolled piece of gel cain was packed into the tract. This controlled the bleeding.in conjunction with anesthesia we observed the patient and she was adequately stable to complete the surgery. We had an interventional radiology physician come into the or and arranged to go to ir once we completed the procedure. In ir an av fistula was identified and embolized. Patient was brought to ir to determine possible vascular injury. The superior gluteal artery had an injury and ir took care of it. Patient has persisting ipsilateral lower extremity pain unclear etiology.